Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) had a malfunction with leak in a loop alarm. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d (operator of device), e1 initial reporter mail ID, e3, e2, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. Cardiosave had a malfunction on 03-feb-2026 with leak in a loop alarm. The issue occurred during use. No harm or injury reported. Pneumatic module replaced, the equipment passed all factory-specified performance and safety tests.